Event description:
It was reported the bur broke during operation. There was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for evaluation. Method: no testing methods performed.

Manufacturer narrative:
Two burs were received for evaluation. The bur (ID: tn40rcd lot#: 0206989226): the returned device showed signs of customer use. From visual evaluation, the tip of the transnasal bur was found detached from the inner shaft assembly. Under magnification, it appeared that the inner shaft broke close to the ball tip. The outer tube exhibited discoloration from use which may be indicative of aggressive use of the device by customer. It is possible that procedural / anatomical / operational factors encountered by the customer during procedure may have led to the failure. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to tip breakage. The complaint was confirmed with the most likely underlying cause being 'operational context' as it is possible that customer maneuvering / manipulation of the device due to possible procedural / anatomical / operational factors encountered during the procedure led to the failure event. The bur (ID: tn40rcd lot#: 0206989226): during evaluation, the shaft was turned by hand using the head of the bur while viewing the drive mechanism [the bur tang]; the tang was not turning which indicated a broken shaft that would result in the reported event. The shaft was removed from the assembly. There was a break point at the proximal end which corresponds to the distal side of the tack weld and secures the shaft to the tang. When viewed under magnification, the break point at the tang showed signs of heat discoloration which may have contributed to the breakage however this cannot be confirmed. The shape of the shaft break is consistent with shear [or bending] stress. The information indicates that the shaft broke as a result of uneven pressure / stress produced during production steps; or during loading of the bur into the handpiece. The amount that each underlying cause contributed to the reported complaint cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.